Manufacturer narrative:
(B)(4). (B)(4). Indicator wheel failure the analysis results found that one el5ml device (a) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The clips were evaluated with the funnel gage in order to evaluate any clip formation issues without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that one el5ml device (b) was received in good visual condition. The device was cycled, fed and formed the remaining clip within manufacturing specifications. The clip was evaluated with the funnel gage in order to evaluate any clip formation issues without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended, but the orange indicator indexed two times during the 14th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9ju0d, expiration date: 02/2015, manufacturing date: 03/2010. Orange indicator over traveled.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2010. According to the complainant, there was no temperature data on the print out and the power reading was inconsistent on the bar graph. The procedure was successfully completed. There were no complications and the patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system, which was completed on (B)(6), 2010, revealed an MDR-reportable malfunction of radio frequency (rf) output failure. This manufacturer report is submitted based on the evaluation results provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from the devices would not close all of the way and slipped on vessel. At this point in the procedure, other undisclosed anatomical issue with the liver was discovered and the surgeon decided to abort the procedure. There was no adverse consequence to the patient.